Manufacturer narrative:
No pictures or samples of the bag identified with leaking are available for metrix investigation. 43 samples from lot 66050-a8460 that were not filled or identified with leaks were returned by the complaint initiator, but no leaks were identified during testing of the samples returned, and metrix is unable to confirm the defects observed by the complaint initiator. The complaint initiator confirmed 3 events of leaking product identified. For 1 event, the complaint initiator confirmed the approximate location of the leak and the cavity number embossed on the sample. No information is available confirming the total quantity of observed leaks, the leak location, or the embossed cavity number for the other events of leaking product observed. Should additional information become available, a supplemental report will be provided.

Event description:
The customer initially stated, "our compounding pharmacist let us know that the 500ml eva secure bags (ref 66050) are consistently leaking. These ones were not part of the recall from october (they have a "10" between the two ports)". Upon request for additional information, the customer further reported, "the bag was leaking fairly vigorously from the bottom of the bag, on the outside of the ports (so, not in between the ports). She thinks, but is not certain, that it was the side of the bag with the addition port. She was specific that it was a number 8 bag." This lot number (66050-a8460) was involved in the recall correction of 2 port bags manufactured from 12/8/2023 to 9/26/2024. Per recall proceedings, the finished product was sorted and repackaged to remove cavity #6 from the lot. The product leak was identified by the filling pharmacy, thus no patient contact or adverse event was reported. No samples or images of the leaking product were available to review. 43 unused samples were returned from lot 66050-a8460 for metrix investigation. No additional information is available at this time.